Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed hardware low level failure. The customer's blood glucose value was 250 mg/dl. The customer's blood glucose value was unknown. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. Fill cannula was recorded in daily history. The insulin pump passed self test. The customer stated that he ran a self test and the test came back with hardware low level failure error and customer stated he replaced the battery. The customer stated active insulin updating and he took a bolus before the pump error occurred. The insulin pump alarmed failed battery. The battery cap, battery compartment and spring were not damaged, corroded or missed. The insulin pump will not be returned for analysis.